Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a high blood glucose of 400 mg/dl after an infusion set was deployed incorrectly or the connector was not attached correctly. The caregiver paused insulin delivery on the ilet and administered subcutaneous insulin via pen as backup, and troubleshooting and education were completed for the infusion set and cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the caregiver. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method for the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.